Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on 06-01-2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and no data was found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, reported allegation not found. The reported event of signal loss over 1 hour is reportable based on data does not reflect within the investigation window. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.